Manufacturer narrative:
Pump unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. Pump passed idle current test, run current test, self test, off no power test, unexpected alarm error test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. No compromised forced sensor alarm noted. Motor passed motor test. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in via phone to report an compromised force sensor system alarm randomly and didn't know how to clear it. Troubleshooting was performed the customer's blood sugar is unknown. The insulin pump will be returned for analysis.